Manufacturer narrative:
Additional narrative: patient ID also reported as 1068350010. Additional procodes: dzi, erl, hbe. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on december 30, 2020, the 1.5x12mm drill broke. This report is for a 1.5mm drill bit. This is report 1 of 1 for (B)(4).